Event description:
The data was reviewed for the patient's generator and revealed that the patient's nighttime output current settings may not have been able to be delivered based on the intended output current, and the peak current that was delivered. No additional relevant information has been received to date.

Event description:
It was reported that a patient's device has low output current and were not receiving their programmed output current. It was stated that the battery life and impedance value were within normal limits. Further information was received that when the patient's nurse re-tested the device diagnostics, there were no anomalies and all diagnostics were within normal limits - low output current was no longer being seen. There were no patient adverse events reported. An ohm's law calculation was performed and based on the impedance value and programmed output current, the patient's generator should be able to provide the intended, programmed output current. No additional relevant information has been received to date.